Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "prompt power error". The symptom was clarified to be that the battery would not charge. There was no patient involvement.